Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced suspected premature battery depletion. Additionally, it was reported that the ICD inappropriately shocked for svt (supra ventricular tachycardia). The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.